Event description:
Health care professional reported left side capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Additionally, it was later reported the patient experienced "a threatened exposure. Old clot? Noted in capsule during explantation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.